Manufacturer narrative:
(B)(4). Date sent: 4/22/2025. D4 batch#: unk. B3: unknown; captured as awareness date. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were any staples deployed from the device? Did the device cut tissue? Did the device fire? Yes, the device fired and staples were deployed and tissue was cut. The surgical team waited for the green checkmark to release the device from the tissue but an extended amount of time had passed and the green mark never appeared; we could hear the device still running. The battery was then taken out of the device to stop it, and it had performed the tissue cutting and stapling as normal. The issue was just that the green mark never came up and the battery had to be taken out to eventually release the device from tissue. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure "there was no green check mark sequence after firing". No further information was provided. There were no adverse consequences reported.